Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no audio/vibrate anomaly noted. Pump error 63 alarm found in the pump history file due to software error. Pump communicated properly with test guardian link transmitter. No lost sensor alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer¿s blood glucose level was unknown. The customer reported that they were unable to hear when it alarms and suspended. The troubleshooting was performed and was advised customer to adjust the audio volume to 5, press save, and listen for the beep. Customer reported that they did not hear beeps when audio volume settings were saved. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.